Manufacturer narrative:
The hospice representative indicated that, per the request of the patient¿s family, the patient will receive comfort care only; no surgery will be done at this time. Prior to the incident, the patient was bed-bound and non-ambulatory. The patient also has early onset alzheimer's disease and dementia. The patient gets restless, agitated, and moves around a lot; she was not being restrained at the time of the incident. The exact weight of the patient is unknown, but she is very tiny and petite. At the time of the event, the bed rails were in the upright position, and the bed height was at its lowest position; the articulation of the head and foot sections is unknown. There was no reported product malfunction associated with the alleged injury; therefore, the device will not be returned for evaluation. Both the 6629 bed rails and the ixl1080 mattress are approved accessories for the 5410low bed. The width of the bed frame and the mattress, as well as the distance between the rails, is 36 inches, thereby eliminating any gap between the mattress and the bed rails. The invacare homecare beds user manual and the softform excel mattresses user manual state, "periodically monitor gaps between the bed, mattress, and/or bed rail. Where gaps occur, patient entrapment is possible and the mattress should be replaced." Additionally, the bed rail entrapment risk notification guide states, "proper patient assessment, equipment selection, frequent patient monitoring, and compliance with instructions, warnings and this bed rail entrapment risk notification guide is essential to reduce the risk of entrapment. Conditions such as restlessness, mental deterioration and dementia or seizure disorders (uncontrolled body movement), sleeping problems, and incontinence can significantly impact a patient's risk of entrapment. Pediatric patients or patients with small body size may also have an increased risk of entrapment.¿ should additional information become available, a supplemental record will be filed.

Event description:
A hospice provider representative reported that the patient¿s leg was found wedged in the gap between the 6629 full-length bed rail and the ixl1080 foam mattress (zone 3 of entrapment).